Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that after she fell yesterday she was concerned that she had loosened or repositioned her "components." The patient also reported that there was blood on her bandages and wondered if she should leave her bandages on until her follow-up appointment on (B)(6) 2017. Patient status is unknown at the time of this report.

Event description:
Additional information was received from the patient. It was reported that patient has not notified their healthcare provider (hcp) about the fall. It was reported that what happened was the patient fell in their bedroom, not on the area where the device is implanted. The patient talked with their doctor's nurse about another concern and the nurse told the patient to call the company. During the call, it came up about the fall. The patient reported they have seen the doctor on 2 occasions. The system seemed to work fine when adjusted by the doctor's nurse. The patient forgot to mention the fall to the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.